Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional of a clinical study reported that the patient was re-implanted with sacral nerve stimulation leads on (B)(6) 2017. The device diagnosis was lead migration. The clinical diagnosis was lead protruding. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was noted as the patient had a fall.

Manufacturer narrative:
Other applicable components are: product ID 3487a-33 lot# b0882482k serial# implanted: (B)(6) 2009 explanted: (B)(6) 2017 product type lead product ID 3487a-33 lot# b0888744k serial# implanted: (B)(6) 2009 explanted: (B)(6) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The clinical diagnosis was reported as a fall and the device diagnosis was not applicable. The event was not related to the device or therapy or implant procedure, but was related to the patient's fall that occurred on a bus.

Manufacturer narrative:
The main component of the system and other applicable component is: product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). On (B)(6) 2017, the patient reported that there was a protruding lead from the skin following a fall. An examination by the doctor found the lead was protruding from the skin. A device diagnosis of lead migration and dislodgement was reported. Swabs and blood tests were taken, and removal of the spinal cord stimulator was arranged for (B)(6) 2017. On (B)(6) 2017, the leads and extension were removed and the ins was left in-situ. The device disposition was unknown. On (B)(6) 2017, the patient was reviewed in the clinic and the wounds were healed. On (B)(6) 2017, two leads were inserted for sacral nerve stimulation at s3 and connected via an extension to the existing ins. The patient's wounds were healed at a review in the clinic on (B)(6) 2017. The event resolved without sequelae. It was indicated that the event had resulted in an unscheduled clinic or office visit and in-patient hospitalization. The event was related to the device or therapy and possibly related to the implant procedure. The specific etiology was related to the patient's fall.